Event description:
The nail broke and was removed. There was no adverse consequence for the pt or delay in surgery or anesthesia time reported at this time.

Manufacturer narrative:
The correct strength of the material and the features of the fracture hint, that the nail fractured an account of material fatigue.